Manufacturer narrative:
(B)(4). The a.2 field entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
It was reported that a missing sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s grandfather reported that when the sensor was removed, the wire was missing. The patient suspected the wire may have remained in her skin. She was evaluated at the hospital on 10/21/2019 where a scan of the insertion site was performed. The scan was negative for a retained wire. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.